Event description:
It was reported that the down arrow on the touch screen is unresponsive. No impact to the customers blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.